Event description:
Litigation papers allege in the months following his surgery, patient suffered from discomfort and pain in his hip, groin, and leg. It became increasingly painful for him to walk, to move his leg, and to rise from a seated position. Update - (B)(6) 2011 rep reported the revision surgery. Patient was revised due to clicking pain. Osteolysis was also reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.